Manufacturer narrative:
Visual analysis: clarification to d9: only device photos were received. Visual analysis of the photographs identified: ¿ breastfeeding difficulties: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported right side not enough milk production and "blood in breastmilk," side not specific. No treatment was reported. Device has been explanted, replaced, and discarded.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "breastfeeding difficulties" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Information contained in this report was previously submitted through asr / psr on 17-jul-2013. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breastfeeding difficulties.

Event description:
Patient reported not enough milk production and "blood in breastmilk," side not specific. This file is for the right side. No treatment was reported and device has been explanted and replaced.